Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported going through airport security in (B)(6) and the security "guide" did not want to move the wand away from their ins. The patient said the wand "popped" the stimulator into a different setting. The patient was on program 1 prior to the incident and was changed to program 3 at 5.2v. The patient wants to change their setting back, but they aren't sure how to do that. They further said therapy is not working like it did prior to the airport incident and they have an appointment with their healthcare provider (hcp) on date after initial report. Assistance was given and the patient was changed back to program 1; stimulation was set to 1.8v. Troubleshooting resolved reported issue. No further patient complications have been reported as a result of this event.